Event description:
On (B)(6), a one and a half hour partial hip replacement procedure was performed at hosp of (B)(6). A skintact dispersive neutral electrode (model wr21) and a berchtold generator (model electrotom 640) were used. The electrode was placed on the right upper arm. The pt position was described as "turned in the right side." A warming blanket was used. The skin was cleaned, shaven and dried. During the procedure, the pt "felt [a] burning" sensation. The electrode was properly adhering to the pt. According to a questionnaire completed by the hosp, there was no injury to the pt. However, according to the distributor, the hosp had stated on a call that "three patients... Had serious burns." Other than the one completed questionnaire, no further info has been received by us despite of repeated requests.

Manufacturer narrative:
The retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. No faults could be detected. As stated in the questionnaire no injury was detected as the pt only felt a burning sensation and no treatment was announced. Therefore, we assume that this incident is not reportable. However, as a total of three burns was initially advised to have happened, we consider this event connected until the entire complaint has been clarified. We will ask for add'l info on the two other incidents. If any becomes available, we will file an add'l report relating to this MDR.